Manufacturer narrative:
This product is not marketed in the u.s. Result code: evaluation of the returned product found the lens rotated inside the nozzle and haptic was not tucked correctly. The volume of viscoelastic material appeared too less.conclusion code: the most likely cause was user error, the customer did not apply enough volume of viscoelastic material. Asked customer to reconfirm the use of viscoelastic material. (B)(4).

Event description:
The reporter stated that upon handling the screw plunger of a ks-1 aq2017v 25.0 diopter preloaded injector, the rod passed beside the iol and the lens became stuck. There was no patient injury and the surgery was cancelled.